Event description:
It was reported "the device broke." Additional info was received. (B)(4) 2014 spoke with a dist engineer who was present at the surgery. The surgery was a transforaminal lumbar interbody fusion (tlif) of l5-s1. The pt was a (B)(6) year old overweight female with hard bone. The tip of the inserter broke and remained in the screw and was not able to be removed by the surgeon so it was left inside the screw which was implanted in the pt. Surgery was delayed almost one hour. A spare device was available that functioned properly. There was no adverse consequence or injury to the pt. Concomitant device used 91-8435 double lead tap 6.0 which was clogged with "tissue from the pt". Per the dist, this was not a device malfunction but contributed to the delay in surgery time.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.